Event description:
The customer reported that one day after the pvc ablation procedure, the patient was getting dressed in the transcare department to go home. A small blister 0.5" by 1.5" was noted on the patient's mid-back by the np. Silvadine ointment and a band-aid were applied. The incident grounding pad was discarded before the injury was discovered. The lot number is unknown.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.